Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2012 as part of the (B)(4) study. According to the complainant, the patient underwent her first bronchial thermoplasty treatment to the right lower lobe on (B)(6) 2012. The procedure was completed successfully with no issues noted. On (B)(6) 2012, the patient experienced an event of bronchitis with the symptoms of fever (>38c), cough, and shortness of breath. The patient visited the emergency room (ER) on (B)(6) 2012 due to the frequency of mdi albuterol use without much relief. The patient was admitted into the hospital on (B)(6) 2012 to improve breathing. The bronchitis was treated with antibiotics and prednisone. The patient was discharged on (B)(6) 2012. The event of bronchitis is continuing. Baseline spirometry values: visit date: (B)(6) 2012: pre-bronchodilator; fev1: 2.75, fev1 % predicted: 88.42, fvc: 3.40, fvc % predicted: 95.24; post-bronchodilator; fev1: 2.54, fev1 % predicted: 81.67, fvc: 3.24, fvc % predicted: 90.76.

Manufacturer narrative:
(B)(4). (B)(6). Device MFR: boston scientific corporation, (B)(4). Study source: (B)(4). A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) confirmed that this device met all specification requirements, allowing it to be released for distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Bronchitis is listed in the dfu as potential adverse event that may occur. The most probable root cause classification is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2012 as part of the post approval 2 (pas2) clinical study. According to the complainant, the patient underwent her first bronchial thermoplasty treatment to the right lower lobe on (B)(6) 2012. The procedure was completed successfully with no issues noted. On (B)(6) 2012, the patient experienced an event of bronchitis with the symptoms of fever (>38c), cough, and shortness of breath. The patient visited the emergency room (ER) on (B)(6) 2012 due to the frequency of mdi albuterol use without much relief. The patient was admitted into the hospital on (B)(6) 2012 to improve breathing. The bronchitis was treated with antibiotics and prednisone. The patient was discharged on (B)(6), 2012. The event of bronchitis is continuing. Baseline spirometry values: visit date: (B)(6) 2012: pre-bronchodilator, fev1: 2.75, fev1 % predicted: 88.42, fvc: 3.40, fvc % predicted: 95.24; post-bronchodilator, fev1: 2.54, fev1 % predicted: 81.67, fvc: 3.24, fvc % predicted: 90.76. **additional information received since (B)(6) 2012** according to the complainant, the event of bronchitis was considered resolved as of (B)(6) 2012.

Manufacturer narrative:
Additional information received since (B)(6) 2012. MFR name: boston scientific corporation (B)(4). Study source: (B)(4).